Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl, cause was unknown. Reportedly, the customer fell and hit head, which resulted a bump on the head. Reportedly, the customer required assistance from emergency medical technician to address bg level intravenously with dextrose d50 and saline. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged low bg issue was verified in the pump logs; however, no failure was identified.